Event description:
It was reported that a user performing extensive yard work without pausing insulin experienced low blood glucose, performed a fingerstick reading of 65 mg/dl, consumed oral glucose in the form of hard candy and pudding, and was educated on pausing insulin during atypical physical activity while using an infusion set and cartridge; no device malfunction details were identified. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or affected component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.